Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient presented with dislocation and inability to raise arm after doing rehab exercises. Closed reduction under anesthesia of rtsa was performed. This event report was received through clinical data collection activities.